Event description:
Fiberware snapped during insertion. Anchors were removed but surgery was delayed over 30 minutes. Surgeon completed case with 6.5mm anchors. No adverse consequences reported due to event. This device is used for treatment.